Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had 600 mg/dl and went down to 386mg/dl after 7.5 unit of insulin. While doing self test, insulin pump came up with hardware low level failure alarm. The auto mode feature was not active while using the insulin pump. Insulin pump will not be returned for analysis.